Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 when attempting to deliver a bolus. The customer's blood glucose (bg) level was 420 mg/dl. The customer administered manual injections to address bg level. The following day, the customer was able to load a new cartridge successfully.